Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported physical resistance appears to be related to patient morphology/pathology, and the reported gripper actuation issue was a cascading effect of the gripper line break. A definitive cause for the broken gripper line cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2921 labeled 1069 labeled 1157 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the procedure, the grippers were not opening and closing. Troubleshooting was performed per the IFU, but grippers still did not work. The clip was closed and the clip delivery system (cds) was removed. It was noted that a rotated heart caused steering visibility to be difficult. Once the device was removed, it was brought to the back table and the clip was deployed. It was noted that the gripper line had recoiled into the lever column and broke, but it was unknown when the gripper line broke. A second clip was implanted reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.